Event description:
It was reported that the patient loss of therapy. Troubleshooting found high impedances on one lead. Reprogramming was unable to resolve the issue. As a result, surgical intervention make take place in the future to address this issue. It is unknown which lead contributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000124458.

Event description:
Additional information was obtained, revealing that the lead was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.